Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 54 mg/dl. Customer's other blood glucose value was unknown. Customer reported that the customer alleging possible pump over delivery. Customer stated that the drive support cap was flush. The customer did not provide details regarding symptoms of high blood glucose. The customer was treated with food. The insulin pump will be returned for analysis. The reservoir will not return for the analysis.